Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had run out of insulin while at work earlier in the day, and had not yet loaded new supplies on to the pump when the malfunction alarm occurred. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. It was reported that the customer had manual injections available for alternate insulin therapy.